Event description:
Pt developed tingling and numbness of the right face four days after using sepragel sinus during tympanoplasty. Sepragel sinus was used to fill the middle ear to hold the graft. He later developed total paralysis of the right face 6 days following tympanoplasty. He had a magnetic resonance imaging -MRI- 1 week after the right facial paralysis and an enhancing soft tissue fills the right tympanic cavity and portions of the mastoid which I think represents the sepragel sinus used during the procedure. This abuts and obsures the tympanic and mastoid segments of the facial nerve. He was given decadron 10 mg i.v. Followed by prednisone for 3 weeks and famvir for 10 days. He recovered uneventfully 1 week later.